Event description:
Tech found that when testing the bed the right intermediate siderail would not latch.

Manufacturer narrative:
Tech found that the siderail latch weldment was bent slightly. Replaced the siderail latch weldment to resolve this issue.